Manufacturer narrative:
The resulting inappropriate shock did not cause an exhaustion of rescue therapy. No adverse patient effects were reported. Should additional information become available this event will be updated.

Event description:
Boston scientific (bsc) received information from a bsc field representative that this implantable cardioverter defibrillator (ICD) was associated with a report of inappropriate shock due to atrial fibrillation with rapid ventricular response (rvr). The episode started in the vt-1 monitor only zone and then moved up to the vt zone. Detection enhancements were on but since in redetection, were not employed though that would have inhibited if they were used, as the rhythm had been unstable. A bsc technical services consultant discussed programming options for the device's detection enhancements. There were no reports of adverse patient effects, and the device remains implanted and in service.